Event description:
Case of broken tibial tray following report of pain by patient to surgeon that performed knee replacement surgery 5 years ago. Devices still implanted. Involved devices: tc-plus knee system.